Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an autofill failure generated and there was blood seen in the tubing. All connections were intact, helium tank open, and depressed auto fill option with no change. The console was replaced. A new iab was inserted however the service representative informed the customer the iab may be too large for the patient height. The patient was critical at the time of therapy and in the cath lab. There was no reported injury to the patient.